Event description:
Customer reported that the device is leaking oil. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During the inspection assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was attributed to normal wear. Device was properly disposed of.